Event description:
It was reported that the propofol infusion backed up into the smiths medical hot line fluid warmer tubing and reservoir. No injury or intervention.

Event description:
Additional information was received from the anesthesiologist describing the infusion set up. The propofol was downstream of the hotline warmed fluid (closer to the patient)- meaning the propofol flowed backward (away from the patient) into the hot line tubing. The sequence of flow was - IV bag - IV set - hot line tubing - 3-way stopcock with propofol - extension tubing - patient. An alaris pump, and not a syringe pump was used to infuse the propofol.